Manufacturer narrative:
H6 correction: added imf: f2203. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1bmwx, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-oct-2020, UDI#: (B)(4). Event date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was at the ER today and had an x-ray taken of their back because they hurt their back after falling off their porch. The ER doctor told the patient it looked like one of their leads was broken. It was reviewed with the patient that there was only one lead implanted for interstim systems. The patient was asked if it was possible they have a partial abandoned lead from a previous system and patient did not know. The patient was also asked if they had any symptoms to indicate a broken lead like shocking or loss of therapy and the patient stated they had no shocking but they have been more incontinent for about a month now. The patient was still able to sync with¿ the ins and it was noted that the therapy was on. Icon meanings were reviewed¿ per patient inquiry and the patient was going to follow up with their managing physician to check the lead and discuss symptoms. No further complications were reported at this time.